Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments in (B)(6) 2021, (B)(6) 2021, and (B)(6) 2022 to upper and lower abdomen and flanks with the coolsculpting elite control unit and may have developed paradoxical adipose hyperplasia. The patient first noticed symptoms in (B)(6) 2021 when it was observed the body was getting bigger and irregular.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date. Subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2022-00919-00.

Event description:
Subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2022-00919-00.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the flanks and low abdomen on (B)(6) 2021 and (B)(6) 2021 using the cooladvantage applicator with coolcore and coolcurve+ contours and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data: a3, a4, a6, b3, b5 (treatment date, applicator, area of concern), d1, d4, d8, e3, g1, h6, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.